Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
On 04/14/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report 5201770000-2025-8130 stating: exposed wire present on da vinci robotic mega needle driver. It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.